Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one endo gia adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the returned device, and an evaluation of the returned device. The unload button on the adapter was unable to be depressed. Upon disassembly, it was found that the articulation housing was advanced, indicating a previous calibration had ended prematurely. Upon inserting the adapter onto a known working handle, the adapter calibration ended prematurely again, and two solid blue lights were displayed along with a flashing green reload light and solid green handle/adapter indicator lights. The articulation nut of the adapter was found to be out of position, causing the reload detect switch to be falsely activated when a reload was not attached. This can be caused by intermittent calibration. An internal break in connection on the bldc (brushless direct current) board can lead to intermittent occurrences where the drive motor does not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According tot he reporter, during an esophagectomy, the reload was not able to be loaded onto the device. The adapter was removed and recalibration was attempted, however, the status indicator lights illuminated blue. The release button also did not work. A new device was used to complete the procedure. No reinforcement material was used. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem. Nothing fell into the patient cavity.